Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display would fade for 10 to 15 minutes. Blood glucose level at the time of the incident was 126 mg/dl. Self-test was performed and passed. Customer stated they would replace the battery but the issue continues. The insulin pump was not returned for analysis.